Manufacturer narrative:
D9. Date returned to mfg: 04-nov-2024. Investigation summary: received for investigation two bags containing ten samples of product: la581. Each bag was identified as "correct" and "incorrect." Following the instructions printed on the patient label, which states to "bend back tab and peel", it was confirmed that the adhesive had been applied on the release liner and not on the face stock, thus complaint confirmation. In this instance, inadequate manufacturing from the supplier is the problem source of this issue. The supplier is no longer an operating business, and the label source will be supplied from another vendor. There is minimal risk to the patient for this defect; however, the complaint information was shared with a quality engineer. The label component was taken off the certified list and will be subjected to an increased inspection at incoming. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the sticker that comes in the syringe bag was printed backwards. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.